Event description:
It was reported that the patient underwent a minimally invasive posterior lumbar interbody fusion, l5-s1 with navigation. Posterior instrumentation, a peek interbody device, and rhbmp-2/acs were implanted. Patient tolerated surgery well and was listed as satisfactory after surgery. At 74 days post-op, the patient was diagnosed with a cystic lesion of the anterior lumbar sac at l5-s1 and underwent neurolysis of lumbar sac, evacuation of cyst. Per the operative notes, "coffee ground fluid escaped from the cyst. Dense granulation tissue was encountered. All of this was removed..." The patient was listed as satisfactory after surgery. At 559 days post-op, a CT of the lumbar spine with multiplanar and 3-d volume reconstruction images demonstrated a small right paramedian spur like bony projection at the l5-s1 disc space which is fused by a cage filled with bone marrow particles, and this appears to be impinging on the ventral margin of the right s1 nerve root sleeve, reviewing the previous CT myelogram thought the s1 nerve root sleeve cannot be definitely seen by noncontrasted CT at this time. At l4-l5, there is hypertrophic degenerative facet joint disease with mild hypertrophy of ligament flava causing posterolateral thecal indentation and mild central spinal stenosis. Failed lumbosacral instrumentation, foraminal stenosis right l5-s1. At 573 days post-op, the patient presented for surgery to treat intense right leg and foot pain following the index surgery due to foraminal narrowing subarticular right l5-s1 as well as medical perforation of a s1 pedicle by the pedicle screw. The patient underwent the removal of right l5-s1 pedicle instrumentation, and a repeat foraminotomy right l5-s1. There were no noted complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.